Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stated that the device had damage to the hose. It is known that the device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.